Event description:
A report was received that, during a reprogramming, it was noted that the patient's paddle lead had four contacts out with high impedances. An x-ray revealed that one of the contacts had come off the paddle. The physician explanted the paddle lead and implanted a new lead. The patient was reportedly doing well following the procedure.

Event description:
A report was received that, during a reprogramming, it was noted that the patient's paddle lead had four contacts out with high impedances. An x-ray revealed that one of the contacts had come off the paddle. The physician explanted the paddle lead and implanted a new lead. The patient was reportedly doing well following the procedure.

Event description:
A report was received that, during a reprogramming, it was noted that the patient's paddle lead had four contacts out with high impedances. An x-ray revealed that one of the contacts had come off the paddle. The physician explanted the paddle lead and implanted a new lead. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
Visual inspection revealed that electrodes 4-8 were dislodged. Two electrodes are missing. Continuity test confirmed that electrodes #5-8 were open due to the dislodged electrodes. The root cause of the damage is unknown.